Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28 lot# va0x3ln serial# implanted: (B)(6) 2015 explanted: (B)(6) 2016 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they no longer had the device implanted. It was indicated that the implant did not work for their symptoms, and it gave them a problem since implant. This problem was clarified to mean that they could not lay on their back on (B)(6) 2015 because they were still sore from implant surgery, and the table for getting a scan was hard. It was noted that they put something behind the patient and hit their implant in the process. The patient stated that it hurt really bad, and thought the leads moved and were not where they were supposed to be. It was painful when the implantable neurostimulator was checked, and they felt terrible on (B)(6) 2015 after the implant was hit. A few weeks following this, they started swelling up in the groin. They mentioned that they turned the implant off and never used it again. Several months later, the patient told an healthcare provider that they did not want the implant, so the system was explanted on (B)(6) 2016. Further information received indicated that the patient had abdominal swelling that was painful with unknown etiology since (B)(6) 2015. They were told to follow up with "oncology or something like that," but chose not to. They also reported symptoms of nocturnal frequency. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.